Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high bipolar threshold and was reprogrammed to unipolar pacing and sensing. The lead also was oversensing. During a routine device replacement procedure, the lead was capped and replaced. No patient complications have been reported as a result of this event.